Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited a possible high voltage circuit damage alert. No intervention was performed. The patient will be further monitored. There were no patient consequences.